Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 376 mg/dl. The customer was treated for high blood glucose with pump. Customer was able to perform the high pressure test and it passed. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to follow up with healthcare provider concerning high blood glucose. The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. Customer was advised to deliver a 5units fixed prime into air until air bubbles are no longer present. Customer did a manual primed and the air bubbles were force out.